Event description:
Patient came for a repeat ablation procedure. Three diagnostic quadropole catheters were placed in hra, his and rva. During the procedure, several cryoablations were performed with no effect on inducibility. At the 9th attempt, which was close to the his bundle, the physician saw a pr prolongation at 18 seconds and the conduction returned within seconds. The catheter was then moved down towards the coronary sinus ostium where an injection was perfomed, a complete heart block occurred after 18 seconds and the physician stopped the injection, however, the conduction did not return. The procedure was aborted and the conduction was 2:1 with a ventricular rate of about 50bpm after 90 minutes. The patient was monitored overnight and the following day the heart rhythm did not recover, then a permanent pacemaker was implanted.

Manufacturer narrative:
The device is not available for investigation, it was discarded after the clinical case, as no malfunction occurred during the procedure. On the 28 february, information received from the physician mentioned that the conduction has come back on the patient. The catheter will not be returned to manufacturer for evaluation, as no malfunction was noticed during the procedure and it has been discarded on site.